Manufacturer narrative:
Ftr# (B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted for the device the instrument was loaded with a needle from the post marketing vigilance (pmv) inventory and applied to test media. No difficulty was experienced in loading, unloading, or toggling the needle for both instruments. No difficulty was experienced in loading, unloading, or toggling the needle. Visual and functional testing of the returned product confirmed the product, as received, met quality release specifications. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
Medwatch form #: (B)(4). Manufacturer reference number: (B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available. Patient information not provided. UDI not provided.

Event description:
According to the reporter, during a lap gastric bypass, the device malfunctioned while in use. The suture needle was stuck in the device. Anew device had to be opened and used to complete the case. Ill be returned for evaluation?